Event description:
It was reported the patient's scs ipg was replaced due to battery depletion. The issue has been resolved with the replacement scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.